Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The patient was placed onto impella 5.5 support due to cardiomyopathy. While on support, the automated impella controller would not detect purge cassettes. The console was swapped out and support continued. This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the pump. Refer to section h10 for the related report number.

Manufacturer narrative:
Investigation summary : data review: imc logs from the complaint date 10/20/2025 revealed that the console issued the purge disc not detected alarm 20/10/25 11:35:39 imcgui: event set: #402 from several times and follow with alarm 20/10/25 11:39:31 imcgui: event set: #407 from purge system open [pressure < 100mmhg for 20s or more] - alarm issued. Device analysis: the console was tested after arriving in fs. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer - (see attached image purge flag jpg ). Root cause:the purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. (B)(4) documents the possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly. (See attached image glucose build up jpg). Device history review : q1) service history review - are there any qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to complaint discovered when reviewing the product history of console (B)(6).